Event description:
Country of complaint: (B)(6). Reported from pediatric cardiac surgery dept: pt's experienced postoperative impairment of wound healing. There has been wound dehiscence.

Manufacturer narrative:
Evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened pouch. There are no previous complaints of this code batch. Received one closed sample. There are no units in stock. Performed tightness test to the sample received and the unit is tight. Degradation test conducted on the sample received and the results fulfill the OEM requirements. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. As indicated in the instructions for use of the product: "users should be familiar with the surgical procedures and techniques involving absorbable sutures when using novosyn, as the risk of wound dehiscence may vary depending upon the site of application and the type of material used." "During the use of novosyn sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body." Final conclusion: complaint is not justified. Corrective/preventive actions: na.